Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle was found detached from the thread before use, there is no patient involvement. This case was initiated by end user(anonymous) on (B)(6) 2021 to (B)(4). And adr center refer the case on 2021-03-10 with limited information.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 9,360 units. There are no units in stock in b. Braun surgical's warehouse. We have not received any samples. Without closed and/or defective samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had an incidence during process but the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were 1.74 kgf in average and 1.37 kgf in minimum and fulfill the requirements of the european pharmacopoeia (ep): 0.69 kgf in average and 0.35 kgf in minimum. Taking into account that there are no previous complaints of this code batch, we consider that this is an isolated unit. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.